Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during inspection for use, three separate pictures appeared, and all three were frozen using an olympus colonovideoscope. The customer stated that they plugged it into a different tower, but it remained frozen and would not show anything. There were no reports of patient injury.